Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead revealed an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone, which is consistent with friction to the device can.

Event description:
It was reported that episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.